Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). Three weeks later, hospital perfusionist contacted the manufactuer reporting that when a patient's foley was being removed, urine was aspirated into the lvad percutaneous lead. The lvad then alarmed yellow wrench. The nursing staff rolled the patient onto right side to remove as much fluid as they could. The lvad then alarmed red heart and the pump stopped. The patient was hand-pumped and placed on a stroke volume limiter (svl). The patient remains stable on pneumatic actuation of the lvad. The hospital is considering replacing the lvad.